Event description:
A hospital in (B)(6) reported via our distributor that there was a leak in the expiratory limb of an rt236 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint breathing circuit was visually inspected and pressure tested for leaks. Results: no physical damage was observed on the returned complaint breathing circuit. A pressure test identified the breathing circuit to be within specification for this product. Conclusion: we are unable to determine what may have caused the problem observed by the customer. No fault was found with the returned complaint breathing circuit. All rt236 breathing circuits are pressure tested for leak prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The user instructions that accompany the rt236 infant breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in rep(B)(6) reported via our distributor that there was a leak in the expiratory limb of an rt236 infant dual-heated evaqua breathing circuit during use. No patient consequence was reported.